Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that patient knee became swollen and painful. They were worked up by infectious disease and determined to have an infected total knee. All implants were removed and replaced with a temporary spacer. Doi: unknown; dor: (B)(6) 2017; right knee.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.